Event description:
The customer reported the machine was pulling off too much weight. Pt's blood pressure dropped, requiring an infusion of 600 ml of saline. Pt was stable at the end of treatment and was allowed to go home.